Event description:
A medtronic rep reported the system was operating slowly in the mach cranial application. There was no pt present.

Manufacturer narrative:
No pt information as no pt was involved in this concern. The system was evaluated at the site. The reported issue was able to be duplicated by medtronic personnel. The issue was resolved by installing a new version of software.